Event description:
Caller alleged false negative hcg results. Results as follows: patient presented to the emergency department for abdominal back pain and vomiting for 10 days. The test gave a negative result in a patient confirmed pregnant of 8 weeks after gynecological visit and hcg beta test of the laboratory. The test was performed in the emergency room at 11:28 of (B)(6) 2013 using concentrated urine. There was no consequence to the patient.

Manufacturer narrative:
Investigation pending.